Event description:
It was reported that post procedure the patient experienced diaphragm muscle stimulation and loss of capture due to lead dislodgement of the lv lead. The lead was repositioned. The patient was stable throughout the procedure.